Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿two or three days ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On a date reported as "two or three days ago", the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapies was not reported.at the time of this report, the patient remains hospitalized and had not recovered from the peritonitis event. No additional information is available.